Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation of the device confirmed retraction problem and break thereby confirming the alleged malfunction. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm07060 vascular covered stent system allegedly experienced break and retraction problem. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The age and weight of the male patient was not provided.